Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/15/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Additional events will be submitted via 2210968-2020-09294, 2210968-2020-09295, and 2210968-2020-09296. H3 evaluation: a photo was returned. Upon visual inspection of the picture, three dispensed sutures and three empty labeled winding formers of the product could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.